Manufacturer narrative:
Analysis was able to confirm the reported pacing issue; both output connectors were broken and the ventricular connector was broken off inside the device. Analysis also noted that the keypad window was scratched. All found defective parts were replaced and all other identified issues were resolved. The device passed final functional and system tests. No other anomalies were found. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the external pulse generator (epg) did not pace when appropriate. The epg batteries were full and new wires were used but the issue persisted. A different epg was used. The epg was returned for service. No patient complications have been reported as a result of this event.